Event description:
Additional information: the pump had a hard stall on (B)(6) 2013. The patient was experiencing increased pain, underdose symptoms and less than 50% therapy relief. The pump was replaced. The patient status was reported as ¿alive - no injury/no adverse event¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The patient had 2 magnetic resonance imaging (MRI) studies on (B)(6) 2013. The pump was not interrogated after the MRI until the date of this report. Upon interrogation, a motor stall message was noted on the logs on (B)(6) 2013, and a tube set message was noted on (B)(6) 2013. It was unknown which programmer was used as they had several, and it was noted that the programmer could possibly have a wrong date, or maybe the date of the MRI was recorded wrong. The pump was noted to be alarming. After interrogating and updating the pump, a motor stall recovery message did not appear in the logs. They reread the pump logs several times for more than 2 hours and still no recovery. The patient reported confusion as a symptom but no change in pain control. The health care provider (hcp) was going to read the pump logs one last time before sending the patient home. The pump was being used to deliver bupivacaine. It was later noted that the motor stall was caused by the patient having an MRI and the patient had been hearing the pump alarm intermittently ever since. The patient has also been 'hurting" since the MRI. A roller study was performed and confirmed that the rollers were not moving. It was additionally reported that the patient was being scheduled for a replacement.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, lot# l55026, implanted: (B)(6) 1998, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).